Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted lead, placed in left bundle branch (lbb), was surgically revised due to low sensing and high threshold measurements. During the lead revision, lead extraction difficulty was noted. As a result, the lead was surgically abandoned and a new lead was successfully implanted for left bundle branch area pacing (lbbap). No additional adverse patient effects were reported.